Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for an unrelated procedure. During device interrogation, loss of capture was observed on the lead. Diagnostic imaging revealed that the lead was being pulled straight and did not have any slack in the lead. Lead was revised and repositioned. Patient was stable before, during and after the event.